Event description:
A director reported a case of a infiltrate at the flap edge, observed on at pt's right eye at two days post lasik treatment. Reporter indicated the pt was placed on fortified (B)(6) protocol topical and oral medication. Upon additional follow up, reporter indicated the pt issue was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).